Event description:
Related manufacturer reference number: 2017865-2022-50862. It was reported that both the atrial and right ventricular leads exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.